Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The pump was beginning to erode. The cause of the erosion was unknown. On (B)(6) 2014, the pump was moved to the opposite side and the patient was still receiving therapy. At no time was there any known insufficient therapy. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information.